Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, and h10. Corrected information can be found in the following field: h3 the field "device return to MFR for eval" should have been populated with "no" on the initial MDR.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. All instruments (inclusive of two monopolar energy instruments) were used in subsequent procedures with the exception of a large needle driver instrument; however, it was confirmed there were no complaints alleged against the large needle driver instrument. As of 09-apr-2020, a review of the site's complaint history showed that there were not any additional complaints related to this product and/or this event. No images or videos were shared for the event. No product has been returned for failure analysis testing. Log information was reviewed, but no additional technical review was required to interpret the information. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy procedure, there was an alleged electrical discharge into an unintended area inside the patient due to a faulty generator. As a result, the patient sustained a bile-duct injury that required hospitalization six weeks post surgery, the patient was reported as recovering well. Follow-up was attempted, but the patient information is either unknown or unavailable. The expiration date not applicable, because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, there was an alleged electrical discharge into an unintended area inside the patient due to a faulty electrosurgical generator. The patient required hospitalization and was seen by the surgeon six weeks post-surgery. The patient is reported to be recovering well. On 09-apr-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) obtained the following additional information regarding the reported event: the csr stated that the surgeon called him on 16-mar-2020 stating that during the last cholecystectomy he performed, there was an issue with the generator and no error messages were displayed. The patient was hospitalized 6 weeks later for injury to the bile-duct. As of the date of this report, it is unknown how the bile duct injury occurred as well as how it was identified and repaired.